Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and covid on (B)(6) 2020 for insulin pump did not alarm. The customer¿s blood glucose level was 106 mg/dl. Customer not using auto mode. Customer was treated with intravenous drip. Insulin pump buttons was a little harder to press has to press multiple times had to change batteries every couple weeks. Customer had a sensor fail after leaving the hospital and having to go through a metal detector. The insulin pump will not be returned for analysis.